Manufacturer narrative:
Investigations showed severe damage to various internal components, mainly the drive mechanism and the needle deployment mechanism. It was not known what caused these damages and when they occurred. The needle deployment was completed. The device could not be downloaded. A manual test of the fluid path showed that insulin poured out from the side of the soft cannula. A tear in the soft cannula was found at 3.0 mm from the nail head. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod on the abdomen between 1 and 4 hours. A new pod was applied as treatment.